Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2015 the patient presented to the clinic complaining that she wasn't feeling well overnight; she was diaphoretic and felt different. The device was performing within product specifications. On (B)(6) 2016 the device was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a presyncopal episode. The pulse generator exhibited normal function. The patient would continue to be monitored.